Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the bending section cover (a-rubber). A further cause of the leakage could not be presumed. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found due to clogging of nozzle, air supply volume does not meet the standard value.. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle and residual whitish foreign material inside the jet tube. There were no reports of patient involvement.